Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006-, product type: catheter. (B)(4).

Event description:
It was reported that an alarm was heard. Telemetry confirmed that the alarm was due to a zero ml reservoir volume reached on (B)(6) 2013 and a low reservoir alarm on (B)(6) 2013. It was noted that, per the pump status when it was updated on the day of this report, 38.4ml was dispensed. The pump was explanted; however, the reporter did not know why. The device system was used to deliver hydromorphone and bupivacaine.